Event description:
Pt had open reduction, internal fixation of right femur in 1994 following auto accident. Fractures have healed but c/o persistant pain in the right buttock with a femoral nail present. Admitted for elective removal of hardware from the right femur.